Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6f¿12f mynx control venous vascular closure device (vcd) was associated with a patient who underwent a procedure and subsequently returned to the emergency room with a diagnosis of deep vein thrombosis (dvt). The mynx vascular closure device (vcd) was used during an a-fib ablation procedure performed using a retrograde approach. A 7f x 11cm sheath was used. Vessel suitability was verified on venography, including vascular sheath introducer insertion angle, and the vessel diameter was verified to be greater than or equal to 5 mm. Manual pressure was applied for approximately 2 minutes using light compression following closure, and no compression devices or compression dressings were used. The patient remained on bed rest for 4 hours following the procedure. There was no reported history of clots, blood-clotting disorders, heart failure, obesity, cancer, or other conditions that may have increased the risk of clot formation. The patient was taking eliquis. The deep vein thrombosis (dvt) was treated with double doses of eliquis under the care of a vascular surgeon, and the pain resolved after one month. The device was not retained and therefore was unavailable for return. The device will not be returned for evaluation.